Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test, pressure transducer test and patient circuit test during pre-use check. Further investigation revealed that the inspiratory pcb pressure transducer was faulty. Issue resolved by replacing the faulty pcb pressure transducer. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).